Event description:
It was reported that the user¿s insulin ran out overnight, the user removed supplies and disconnected from the ilet for an extended period without alternative therapy, and upon reconnection the blood glucose measured 220 mg/dl before the pump regulated levels back into range. Symptoms included hyperglycemia. Outcomes included a delay to therapy with no lasting health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem characterized as not reverting to alternative therapy when ilet stopped dosing, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.